Manufacturer narrative:
Eval could not be performed. Device not returned to howmedica rutherford.

Event description:
The patella was revised due to pt pain. Revision surgery revealed wear of the patella.